Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was unresponsive unless the device was on the charger, preventing the user from waking the screen and performing actions such as meal announcements; the device otherwise appeared to function and a third party could intermittently interact with the screen. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included shipment of a replacement device. Investigation included guided troubleshooting, screen cleaning, wake button recalibration, attempts to restart, and assessment of touchscreen responsiveness on and off the charger. Investigation of the returned device revealed a touchscreen malfunction consistent with a hardware screen responsiveness failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related.